Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and matter on the cannula was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that while collecting specimen a hole was discovered and blood was bubbling out with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: it was reported a hole and blood bubbling out in a needle while collecting specimen.

Manufacturer narrative:
Medical device lot #: customer provided 910767, however, that is not a bd lot #. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while collecting specimen a hole was discovered and blood was bubbling out with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: it was reported a hole and blood bubbling out in a needle while collecting specimen.